Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer removed the device's back panel and inspected behind the main matrix drawer. A syringe that had been trapped behind drawer 6 was recovered, which had been preventing it from closing properly. Additionally, a field service engineer replaced the latch on the main full-height drawers 3, 4, and 5. The customer successfully recovered the failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was stuck. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.